Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, the handle of the product broke.the physician then replaced it with other device of different model and completed the procedure successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.